Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and another consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient never had therapeutic effect. It was noted that the patient had ¿significant pain still and had not had a lot of good results since the implant but they want to do a higher level of rehab.¿ additional information received on (B)(6) 2014 reported that the cause of the event was not determined and that it was not device related. It was noted that the patient was still with gait and balance issues that were unrelated to the spinal cord stimulation (scs). It was noted that on (B)(6) 2014 the patient was in rehab. It was noted that the patient had not recovered and the symptoms/issue was ongoing but they were unrelated to the pain/scs. It was noted that the patient had a (B)(6) or greater symptom reduction. Additional information received on (B)(6) 2014 reported that the effectiveness of the pain relief with the stimulator was limited because the patient¿s pain was mainly from arthritis not nerve pain. The patient was reprogrammed 6 months after implant and it did not improve the pain relief. The health care professional suggested an injection for pain and was considering more surgery. The patient was optimistic during the trial and that may have swayed the decision on its effectiveness. It was noted that adaptive stimulation was turned on in (B)(6) 2014. The reported noted that the patient went to a specialty center for 6 months the past summer for mobility therapy. It was noted that the patient had a programming in august 2014 where they tried twice to program the device, but the programming did not help. The reporter noted that the patient was taking oral morphine. It was noted that the health care professional felt the patient¿s pain was part of another issue unrelated to the primary pain that was being targeted by the spinal cord stimulation (scs). It was noted that the patient had two MRI¿s and a computerized tomography (CT) scan related to the back pain but not related to the device therapy. The reporter stated that he did not read the manual and did not know that the device should be off during the CT scan. The device was on during the CT scan but the patient reported no adverse events during the CT scan. A MRI was scheduled for the thoracic spine followed by a lumbar spine. The reporter said the device was put into MRI mode. The reporter confirmed that there were no device therapy complaints and no adverse events during the MRI or CT scan. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2017. It was reported that the entire system was explanted on the day of the report as it never gave the patient pain relief. The issue was resolved at the time of the report and no further complications were reported or anticipated.